Event description:
As reported, a piece of the lifeband (lot #unknown) clip broke-off inside the shaft mechanism on the autopulse platform (sn (B)(4) during replacement of the lifeband. It is unknown where the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.